Manufacturer narrative:
A hardware investigation of the returned autoload module of the pooler (sn (B)(6) was performed. It can be concluded that the shift is likely caused by the slipping of the belt inside the autoload module, which pulls racks into the instrument. During loading, the autoload loses steps, causing the shift. A picture provided by the field service engineer (fse) showed a worn-out belt. The fse was asked to replace the belt. The investigation determined that belt fatigue is considered to be the root cause of the observed shifts in barcode reading.

Event description:
There was an allegation of sample barcode mismatch with multiple plasma samples using the hamilton star compl. With accessories pooler. It was observed that the sample ids were read as the sample rack ids, with all samples shifted in position: sample 1: barcode of the rack; sample 2: barcode of sample 1; sample 3: barcode of sample 2, and so on. No erroneous results were reported as the sample barcodes did not match the correct sample ids in the software. The affected pooler (sn:(B)(6)) had 157 instances of shifted barcode readings. The shift occurred in multiple positions and involved 45 individual racks. Most shifted loadings were unsuccessful, as the rack did not reach the back of the instrument and was not recognized by the hall sensor. 11 shifts were confirmed to have occurred where the rack reached the hall sensor and the loading was successful.

Manufacturer narrative:
The hamilton star compl. With accessories is an instrument used with the cobas® 6800/8800 systems for automated pipetting and pooling of aliquots of multiple primary samples into one pooled sample. Investigation is ongoing.